Event description:
It was reported that intermittent high, out of range, high voltage lead impedance was noted during routine follow-up. The lead was capped and replaced. The patient condition was good following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.